Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in bronchi to treat a malignant stenosis during a trachea stent implantation procedure performed on (B)(6) 2025. During the procedure, the stent was deployed; however, it did not expand. The procedure was completed with another of the same device. No patient complications were reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in bronchi to treat a malignant stenosis during a trachea stent implantation procedure performed on (B)(6) 2025. During the procedure, the stent was deployed; however, it did not expand. The procedure was completed with another of the same device. No patient complications were reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on may 6, 2025*** it was reported that the stent was removed from the patient using a forceps.

Manufacturer narrative:
Blocks b5 and h6 (impact code) have been updated based on the additional information received on may 6, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the additional device used to remove the stent from the patient.